Event description:
Vaporizer had large variation between setting of vaporizer and the percentage of sample input to the gas monitor. No injury resulted.

Event description:
Vaporizer had large variation between setting of vaporizer and the percentage of sample input to the gas monitor. No injury resulted.